Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window, a cracked display window corner, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared. The customer's blood glucose was 58 mg/dl. The customer also mentioned that there was a scratch on the device. The discontinuation of the device was advised. Nothing further was reported.